Event description:
The pt underwent a one-level tlif surgery at l4-l5 on (B)(6) 2010. As the surgeon placed a peek implant into the disc space using appropriate surgical technique, the end of the implant broke off when the surgeon tapped it to advance it. All pieces of that implant were removed and the surgeon implanted another implant into the disc space. As he tapped that implant, it cracked down the middle, he removed the cracked implant in one piece. This did not cause or contribute to death, serious injury or pt harm. This malfunction has been associated with an adverse event in the past. The surgeon was able to place a third implant into the disc space without complication.

Manufacturer narrative:
Requests have been made for the return of the product. Eval is pending upon completed investigation of the product.